Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device leaked when it was connected to the scope. The user had to open four devices to find one that would not leak. The water that was used to rinse the bladder out was leaking out of the connection. The procedure was turp.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Fill with solution. Displace all air before using. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Note: for use with resectoscope sheath manufactured by r. Wolf and k. Storz. A separate adapter is enclosed for use with resectoscope sheath manufactured by acmi." (B)(4).

Event description:
It was reported that the device leaked when it was connected to the scope. The user had to open four devices to find one that would not leak. The water that was used to rinse the bladder out was leaking out of the connection. The procedure was turp.